Event description:
The patient stated that 4 v'go's fell off after wearing for about an hour and a half. The patient stated she cleans the area with an alcohol pad and lets it dry completely before applying the vgo. The patient has discarded all of the vgo devices.